Manufacturer narrative:
Per the t:slim user guide: fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received a minimum fill notification after filling a cartridge with 40 units of insulin. The customer's blood glucose (bg) level was 400-500 mg/dl. Insulin injections were administered to address the bg level. Tandem technical support informed the customer that the minimum fill notification occurred as there was less than the required number of units in the cartridge and was a valid notification. The contact acknowledged the information.